Event description:
A caller reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump since the issue persisted with consecutive cartridges. The pump was still under warranty. The customer would use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support provided instructions for putting the pump into storage mode, arranged for the shipment of a replacement pump without requiring a signature upon delivery, and instructed the caller to return the faulty pump using a pre-paid label. The caller understood and acknowledged all instructions.